Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 7.3 ¿ 7.5 cm from the connector pin. The abrasions were consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-16074. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on both the right ventricular (rv) lead atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.